Event description:
The customer reported that some of the gz transmitters experienced a short lag (5-10 seconds) in displaying patient information at the central nurse's station (cns). No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that some of the gz transmitters experienced a short lag (5-10 seconds) intermittently in displaying patient information at the central nurse's station (cns). No patient harm was reported. Investigation summary: there was no error or advisory message. Further information was not made available. The service history for this cns shows this is an isolated incident, with no recurrence history for this device. The reported issue does not indicate a cns failure, rather it is symptomatic of a network issue. Thus, the service history for this facility was reviewed for similar events around 11/24/2021. Under ticket (B)(4), the hospital was working on the network (patching the server) and a planned reboot that caused system wide communication loss. There is insufficient information to determine the cause of the lag reported on 11/24/2021. However, since the customer had recently worked on the gz network and there were no further reports of similar issues, it is presumed that the customer had resolved the issue on the network side. There was no indication of a device malfunction.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that intermittently some of their transmitters experience a short (5-10 seconds) delay when displaying patient information on the central nurse's station (cns). No harm or injury was reported.